Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt developed a bed sore near her scs ipc pocket site and subsequently received antibiotics. Follow-up identified during exploratory surgery, the physician decided to explant the pt's scs system out of concern the bed sore might have been affecting the pocket site. At the time of the explant, infection was not obvious.